Event description:
On (B)(6) 2011, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified date and time in (B)(6) 2011, the patient discovered the alleged issue with the subject meter. The reporter stated that the patient manages her diabetes with oral medication, 15mg of glipizide taken in the morning and in the evening, diet and exercise and took her usual, daily dosage of medication in response to the reported issue. At an unknown date and time after the alleged product issue occurred, the reporter claimed that the patient developed symptoms of feeling "shaky, hungry and panicky" but denied receiving any treatment in response to the these symptoms. During the troubleshooting, the cca was able to walk the patient through the proper usage of the subject meter as recommended per the owner's booklet and the alleged issue was resolved. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The 510(k) # is k062195.